Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary:the full lead was returned in segments, analyzed and the distal conductor was extrinsically distorted due to k inking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Analyst commented, no insulation damage, only conductor distortion.

Event description:
It was reported that during attempt to insert the guide wire into the left ventricular (lv) lead it was not possible to insert the coronary guide wire as the guide wire became stuck at the tip of the lead and punctured the insulation. The lv lead was exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.